Event description:
Although not indicated for use in ostial lesions. The 3.0mm diameter x 12mm length ave gfx stent was inserted for treatment of an ostial lesion in theright coronary artery after prediliation with a 2.5mm diameter ptca balloon. It was not possible to cross the target lesion possibly due to inadequete predilation of the target vessel and complexity of the target lesion (type c). Therefore, the stent and delivery system were pulled back from the artery and the stent dislodged from the stent delivery system. The physician followed the instructons for removal of an undeployed stent. The stent was successfully snared from the patient and discarded. There was no further intervention attempted to the target lesion and there was no additional clinical sequalae reported relative to the event. There is no further information available from the user facility.